Event description:
A customer reported that an ophthalmic console exhibited with intermittent firing and fluid or air exchange issues (poor or none) before surgery. The procedure details and patient impact were not reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system in the technical service area. The reported events were replicated. To resolve the fluid/air/infusion exchange issue, the nonconforming fluidics module was replaced. To resolve the intermittent laser issue, the nonconforming interface breakout laser printed circuit board (pcb) was replaced. The power cord was replaced as a preventative measure. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the fluid/air/infusion exchange reported event is attributed to the nonconforming fluidics module. The root cause of the intermittent laser reported event is attributed to the nonconforming interface breakout laser printed circuit board (pcb). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).